Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.